Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
Material no: 320883, batch no: 8135672. It was reported that during use of the bd pen ndl 32g 4mm the needle clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that the insulin does not flow through the needles. Occurrence date is unknown, consumer stated that she submitted samples that she saved from several boxes over the past year. Said the samples were submitted about one week ago, she stored them in the metal container that she received in august of 2018 from a previous crs file, the file# is (B)(4). Consumer said she was told to wait until the container is filled before sending it back to us for evaluation. Not sure how many boxes or lot#s, not sure of product#. Current box is from mail order. Lot#: 8135672, product#: 320883.

Event description:
Material no. 320883 batch no. 8135672. It was reported that during use of the bd pen ndl 32g 4mm the needle clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that the insulin does not flow through the needles. Occurrence date is unknown, consumer stated that she submitted samples that she saved from several boxes over the past year. Said the samples were submitted about one week ago, she stored them in the metal container that she received in august of 2018 from a previous crs file, the file # is (B)(4). Consumer said she was told to wait until the container is filled before sending it back to us for evaluation. Not sure how many boxes or lot #s, not sure of product #. Current box is from mail order. Lot # 8135672 product # 320883.

Manufacturer narrative:
H.6 investigation: customer returned (27) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported needle clog during priming, stated that the insulin does not flow through the needles. All 27 returned samples were examined, and it was observed that 23 samples had bent non-patient end (npe) cannulas, however, no manufacturing defects were observed on these samples. The four samples with straight npe cannulas were tested for flow using a test pen injector, and it was observed that all four samples were able to expel properly. As all 27 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. The bent npe cannulas would be the cause for no flow through the pen needles, hence the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320883, batch no. 8135672. It was reported that during use of the bd pen ndl 32g 4mm the needle clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that the insulin does not flow through the needles. Occurrence date is unknown, consumer stated that she submitted samples that she saved from several boxes over the past year. Said the samples were submitted about one week ago, she stored them in the metal container that she received in august of 2018 from a previous crs file, the file # is (B)(4). Consumer said she was told to wait until the container is filled before sending it back to us for evaluation. Not sure how many boxes or lot #s, not sure of product #. Current box is from mail order. Lot # 8135672, product # 320883.